Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "unit shut off during testing /broken piece inside." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to power on when using ac power source. The battery was found missing. A loose cap from the power supply was also found. A known good battery was replaced and the unit was able to power on. Based on results of the investigation, the customer complaint was partially confirmed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.